Event description:
When did it occur? : september 12, hypodermic needle injury: no, other treatment: no, were the returned items used? None returned, returned quantity: none. Details of defective product: the patient reported to the pharmacy that from 1 box, the medical solution did not come out from 2 needles. The actual product has already been disposed of, so whether the problem is technique or with the product is unclear.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.